Manufacturer narrative:
Report provided to permobil claims as the end-user was driving down a ramp, the wheelchair was reported to have suddenly stopped which caused the end-user to fall out of the devices seating to the ground. Reports indicate the end-user was taken to the local hospital for evaluation where they were diagnosed as sustaining minor injuries consisting of general bumps and bruises. The end-user reported having 2 separate incidents earlier in the day where the device had stopped, but they were able to retain their positioning. The local service provider evaluated the device and contacted permobil technical support to diagnose the potential issue. It was determined an issue with the joystick controller was the possible cause and the joystick was replaced with new. Reports indicate after replacement of joystick; the device was fully operational with no recurring issues. Permobil has not yet received the suspect component for inspection/evaluation therefore a determination as to root cause cannot be reached. If any new information is received, a follow-up report will be submitted. The DHR was reviewed and device was found to have met specification prior to distribution.

Event description:
Permobil received report claiming while end-user was operating their wheelchair down a ramp, the wheelchair reportedly stopped which caused the end-user to lose positioning and fall out of the device seating to the ground. Report indicates the end-user was taken to local hospital for evaluation where they were diagnosed as having sustained minor injuries.

Manufacturer narrative:
Permobil received suspect component (joystick control) for inspection. Visual shown the joystick to be in good physical condition with no apparent external damages. Examination of internal components did not indicate any loose connections with all connectors being securely seated. Test operation of the joystick was unable to re-create the reported failure of 080a (joystick out of center), with joystick operating normally under test conditions. Suspect component was sent to supplier, curtiss wright, for a more thorough evaluation. Supplier reports their testing was unable to replicate any failures with component, and no indications of a failure having occurred that would allow them to determine a probable root cause. As no component malfunction could be identified, and reports of the device being fully operational with no reports of recurring behavior; permobil remains unable to confirm a product malfunction occurred. Permobil will continue to monitor for any reports of recurring behavior through trend analysis.